Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead end cap was used during a procedure and appeared to have caused damage to contact 3 on the lead. It was unclear if the issue was from over-tightening or a severe crimp either while inserting or after. During the procedure, the healthcare provider (hcp) "remolded" the contact into place. Impedances were checked twice and they were found to be within a normal range. The patient outcome was that the patient was fine. Additional information has been requested, but was not available as of the date of this report.